Event description:
It was reported by the company representative: chair was stuck in the highest position with a patient on it. Multiple caregivers were able to remove patient with no problem. The emergency lowering was not working. Since the issue was a corroded connector on the side with power and limit switch connections, the emergency lowering device was locked out as well. There is only one cable/wiring harness to the motor for power so when the connector fails all down controls fail. Ref MFR report 3007420694-2014-00043.